Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured hemolysis with a "probable" relationship to the impella cp device used: ¿patient developed marked hematuria and was noted to have low haptoglobin with elevated ldh concerning for hemolysis in the setting of impella. Patient s/p bedside impella removal on (B)(6) worsening renal function is due to hemolysis hemoglobin was down trending likely due to hemolysis at postop procedure, patient was free of signs or symptoms of bleeding, she started to have significant hemolysis despite good position of the impella on echo with hematuria and rising ldh and aki. Impella was removed bedside (B)(6) 2024. Creat plateua at 3s with 5 gram proteinuria.¿. The patient recovered with no sequelae. Additionally, the complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured acute renal failure with a "possible" relationship to the impella device used: ¿patient with up trending creatinine, possibly secondary to hypovolemia and contrast nephropathy. (B)(6) renal ultrasound showed no hydronephrosis nephrology was consulted due to persistently up trending creatinine workup was revealing for worsening renal function is due to hemolysis and atn/contrast induced nephropathy. Protein electrophoresis was negative for multiple myeloma, peripheral smear was negative for blasts/dysplasia/schistocytes renal function remained stable in the last 3 days prior to discharge. Educated that renal function has plateaued and most likely start to improve. She is making urine and asymptomatic. Creatinine baseline 1.2 peak 3.79¿. The patient outcome is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation for the hemolysis and renal failure has been completed. Data log were reviewed finding no positioning issue alarms observed. A few suction alarms found on the same day issue reported. There is a motor current (mc) drop with drop in flows when there was no change in p- levels. No clear indications found to confirm the rc. The cause of the hemolysis issue cannot be determined since the compliant devise not returned for analysis and lack of clinical details. The cause of the renal failure issue cannot be determined since the compliant devise not returned for analysis and lack of clinical details.